Manufacturer narrative:
(B)(4). The device manufacture date is not known. Alleged failure: a dirt was found on the tubing. The failure(s) identified in the investigation is consistent with the complaint record. Through visual inspection the alleged claim was confirmed. The probable root cause could be manufacturing error, damage during shipment (inadequate packaging), damage during shipment (abuse during transit). The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that while setting up for the procedure, the tubing was contaminated.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that while setting up for the procedure, the tubing was contaminated.